Manufacturer narrative:
Per the user guide: avoid submerging your pump in fluid beyond a depth of 3 feet or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid ingress. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer inadvertently dropped the pump into the ocean. Pump was under 50 feet of water for 40 minutes. Pump was not turning on and customer did not want to plug pump into a power source as there was water in the pump. Customer reverted to using manual injections and an alternate pump. Blood glucose was 120 mg/dl.